Event description:
It was reported that the customer's blood glucose level was 500 mg/dl. She treated herself with a manual injection. Standard troubleshooting was declined. The customer stated she would talk to her nurse. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.